Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, loss of capture with asystole of less than 2 seconds, as well as high out-of-range pace lead impedance measurement greater than 2,000 ohms. Ra pacing was not delivered when required. No pacing inhibition was noted. It was indicated that the ra lead appeared to be fractured. Thus, the physician decided to surgically abandon the ra lead and replace it with a new lead. Additional information from the field representative, however, indicated that fracture was unable to be seen on x-ray. Further information indicated that the out of range impedance measurement was also observed on a pacing system analyzer (psa). No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.